Event description:
The pump was in use with a non-abbott storage bottle that was packed into a very small non-abbott backpack. A concentrated mix of non-enteral nutritional product was prepared for feeding. The pt's mother anticipated the feed bottle must almost be empty (a couple of hours after set-up); however, when she opened the backpack to check, she found that no feed had been delivered. Investigating this, she moved the feeding set slightly and the alarm sounded immediately (exact alarm unk). The bellows on the feeding set were found to be full of air. The child's blood sugar level had dropped and required hypostop (glucose) to bring it up to normal. The pt is fine now, and the mother monitors with a glucometer.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. The testing and investigation results indicated the complaint of under-delivery was not confirmed. The pump delivered at a -2.53% accuracy, which is within specification. The complaint of does not alarm occlusion was not confirmed. Per abbott labeling instructions, the clearstar pump is to be used with enteral feed only. Also, the abbott ambulatory transporter is designed specifically to carry the pump, feeding bag, and tubing. Abbott nutrition standard procedure includes attempting to obtain all required info from the source. If add'l info is obtained, a follow up medwatch will be submitted.